Event description:
Boston scientific received information that this system displayed a red alert for pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. A revision procedure was performed and the competitive right ventricular (rv) lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains in service and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.